Event description:
Event description guidant received information that the patient with this pacemaker was experiencing syncope. The device was not pacing. During an invasive procedure the setscrews were found loose for both channels. The device was successfully explanted and replaced without issue. The patient is well. The device has been returned for analysis.